Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely with the device exhibited diagnostic anomaly. No intervention was made. There was no patient consequences.